Event description:
Pt alleges that after the original surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into blood and tissue and bone surrounding the implant. As a result, the pt has been experiencing severe pain and discomfort and inflammation in her right thigh and groin. She also experiences a popping and snapping sensation in her hip-joint when walking or moving to and from a sitting position. It is further alleged that due to chronic pain and discomfort and other symptoms, she will likely need to undergo revision surgery to replace the implant.

Manufacturer narrative:
Patient alleges that after the original surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into blood and tissue and bone surrounding the implant. As a result, the patient has been experiencing severe pain and discomfort and inflammation in her right thigh and groin. She also experiences a popping and snapping sensation in her hip-joint when walking or moving to and from a sitting position. It is further alleged that due to chronic pain and discomfort and other symptoms, she will likely need to undergo revision surgery to replace the implant. Doi: (B)(6) 2008 - dor: none reported (right hip). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.